Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the obturator, that is delivered with a custom made cannula, has a different bend than the cannula itself. They can not use the obturator. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 12-dec-2022 via email and attached to complaint object: the mother of the user sent an email on the 3rd of november about the obturator with the wrong bend: they discovered the wrong bend of the obturator when they opened the package. They used an old one for inserting the new tracheal cannula. So the obturator with the wrong bend is never used.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Review of the provided pictures confirmed that the obturator curve does not resemble the shape of the device. The obturator is designed so that the shape can be changed by the caregiver to facilitate insertion or removal for the individual end user. Bending the obturator so that it is more in a "u" shape may work for easier insertion or removal. A quality alert was issued to heighten awareness to the production floor of the complaint. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.